Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The display and the anesthesia control board were replaced. (B)(4).

Event description:
The hospital reported that, during a case, pressure mode of ventilation was not functional. There was no reported patient injury.